Manufacturer narrative:
Reader (B)(6) was returned and investigated. Visual inspection has been performed on the reader and no issues were observed. A built-in reader test was performed and the reader has passed the test. Frozen display error message did not observed. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A screen issue was reported with the abbott diabetes care (adc) device. Customer received a "white screen" and was unable to obtain readings. As a result, customer experienced a seizure and was able to self-treat with "glucose" (type/dose unspecified). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A screen issue was reported with the abbott diabetes care (adc) device. Customer received a "white screen" and was unable to obtain readings. As a result, customer experienced a seizure and was able to self-treat with "glucose" (type/dose unspecified). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A screen issue was reported with the abbott diabetes care (adc) device. Customer received a "white screen" and was unable to obtain readings. As a result, customer experienced a seizure and was able to self-treat with "glucose" (type/dose unspecified). There was no report of death or permanent impairment associated with this event.